Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve there was a dissection at the access site resolved surgically (procedure not specified). No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.